Event description:
It was reported the customer had high blood glucose in the 300 mg/dl range. Customer's mother stated they changed everything and still had to treat with manual injection to bring down blood glucose. Customer's current blood glucose was 332 mg/dl, treated with manual injection. Customer's symptoms were keystones, frequent urination, and nausea. Customer's mother declined troubleshooting and was requesting the device to be replaced. Customer's mother stated the device was soaked last night due to customer having an accident (urinated). Customer's mother was taking the customer to the hospital. Customer's mother was advised to call back to capture hospitalization details. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. All of the buttons functioned properly and no moisture damage was noted on the keypad traces. Electronic assembly or motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.